Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the leads were pulled down. The patient was doing postoperatively.

Event description:
A report was received that the patient's scs device was not working. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's scs device was not working. The patient will undergo a revision procedure.